Manufacturer narrative:
This report is submitted january 10, 2020. (B)(4).

Manufacturer narrative:
This report is submitted on november 18, 2019.

Event description:
Per the clinic, the patient experienced poor performance and dizziness with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2019. The patient was not reimplanted with a new device.